Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in september 2023. Based on the results of the investigation, the root cause of the event was unable to be identified. Device analysis confirmed that the metal pipe had been deformed and was interfering with the operating wire and the control wire. It was also noted that the coating had peeled off along the entire length of the control wire. The event can be detected/prevented by following the instructions for use which state: "before use, check that the hook and coil sheath are not corroded (microscopic holes, dents, discoloration, etc.) And that there is no abnormality in the operational feel. Using this product with corroded hook or coil sheath may cause the hook or coil sheath to fall off. During use, always check the endoscopic image to confirm that there is no abnormality in the tip and that there is no abnormality in the operability. In the unlikely event that the hook or coil sheath falls off during use, please retrieve it with grasping forceps. Before use, check that there is no corrosion (tiny holes, dents, discoloration, etc.) On the hook or coil sheath, or that there is no abnormality in the feel of operation. Using this product with a corroded hook or coil sheath may lead to the hook or coil sheath falling off. During use, always check the endoscopic image to ensure that there are no abnormalities at the tip or that there is no abnormality in the feel of operation. If the hook or coil sheath falls off during use, retrieve it using grasping forceps, etc. Do not squeeze, wipe, or rub the rotating clip device. It may lead to damage or deterioration of the function of the rotating clip device. Do not squeeze, wipe or rub the rotating clip device too hard, as this may damage the rotating clip device or reduce its functionality." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the wire coating of the rotatable clip fixing device had peeled and fell off. There were no reports of patient involvement.